Event description:
Information received indicates the valve was explanted due to structural dysfunction relating to calcification. The valve was replaced with no additional patient complication reported.

Manufacturer narrative:
Analysis: the gross analysis shows tissue disruptions associated with mineralization are seen on the outflow of all valve leaflets, as reported by the user. The pattern of mineralization and tissue disruptions was evaluated. Findings show the appearance of the product tissue is consistent with material deterioration noted in valves explanted due to infective endocarditis. The device leaflets are stiff due to visible mineralization. Results of visual exam show moderately thick layers of pannus overgrowth formation remain attached to the outflow of the device. An exact cause for the pannus seen on the returned product is unknown, but it can be related to certain patient factors. The radiographs show extensive mineralization detected in the aortic wall, in all commissures and in all valve cusps. Although requested, product specific information (serial number) was not provided and is unknown. Conclusion: findings from product analysis confirm the reason for device retrieval; an exact cause is unknown for the pannus seen on the returned valve.